Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks over the past year. The first inappropriate episode on (B)(6) 2024 was due to t-wave oversensing in the secondary vector. As a result of that episode, the s-ICD system was reprogrammed to the primary vector. On (B)(6) 2025, the patient received another inappropriate shock while sleeping, this time due to sense b node noise, in combination with varying amplitude measurements. X-ray imaging did not show any abnormalities with the system or its placement, and testing was unable to reproduce such noise with manipulation or movement. Surgical intervention was later performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks over the past year. The first inappropriate episode on (B)(6) 2024 was due to t-wave oversensing in the secondary vector. As a result of that episode, the s-ICD system was reprogrammed to the primary vector. On (B)(6) 2025, the patient received another inappropriate shock while sleeping, this time due to sense b node noise, in combination with varying amplitude measurements. X-ray imaging did not show any abnormalities with the system or its placement, and testing was unable to reproduce such noise with manipulation or movement. Surgical intervention was later performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.